Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02291. The patient received two leads (thoracic and cervical) as part of his scs system. It was reported the patient tried to increase amplitude towards perception but his stimulation auto-reduced. Diagnostic testing revealed invalid impedance readings on all lead contacts for the patient's cervical lead. Follow-up identified the physician explanted and replaced the patient's cervical lead. The patient reported effective stimulation coverage postoperative. As the affected lead is unknown, both of the patient's leads are being reported.